Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the keypad buttons are responding consistently when the patient tried to confirm the bolus delivery cancelled option. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the returned pump showed no cosmetic defects and no damage to the keypad. Investigation found all the buttons responded properly. Removal of keypad cover did not find contamination or damage to the button contacts.